Event description:
Caller indicated the glucocard vital meter was giving low readings. Husband is doing her readings because she had stroke. He stated he got a lo reading many times and called to find out if he did something wrong. Agent walked through techniques and still got a lo reading. Caller went to hospital to check sugar because meter continued to give lo readings. At hospital, they got a good reading of 127 with hospital meter and tested same time with her meter and it was lo again. They gave her meds for dehydration. Storage and technique ok. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.